Event description:
A ventilator alarmed and the connections were checked but the ventilator continued to alarm. The pt was removed from the ventilator and manually ventilated with 100% ambu bag. A respiratory therapist assessed the ventilator, and then switched it out with an operable one.